Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported disuse was due to bent pins on jack connector, designator j01. The user interface pcb assembly was an ancillary replaced part. No issue was found with this component.

Event description:
The customer contacted physio-control to report that their device powered on by itself and was unresponsive to button presses with a frozen display. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the initially reported issues of it powering on by itself and becoming unresponsive. After additional testing, however, physio-control did observe a different power issue in that the device could no longer be powered off when prompted. Physio-control then replaced the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered on by itself and was unresponsive to button presses with a frozen display. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.